Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure was being performed on a male patient in his mid (B)(6). The ptd was inserted and ran for approximately 25 seconds. At which time, the physician felt it was bound up. The clinician detached the ptd driver and rotated the catheter counter clockwise to free the device and removed it. At which time, they noticed one of the basket wires had detached at the one end. The physician was able to complete the thrombectomy successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the ptd basket wire disconnecting from the basket during use was confirmed. Returned were a 7fr ptd catheter assembly and rotator. One of the basket wires was detached from the distal connector. The returned components appeared used. Microscopic examination of the basket assembly revealed the connector welds were complete without voids. The broken basket wire end was jagged. Some of the broken wire remained inside the open well of the distal connector assembly. A manual tug on the other three wires revealed that they were secured to the distal connector assembly. The black pebax tip remained secure on the distal connector assembly and the orange lumen was present and secure also. The basket could be rotated by turning the end of the catheter assembly by hand or when locked in the rotator. The IFU for this product provides warnings that the catheter assembly is not to be advanced forward during activation and not to advance the device beyond the anastomosis. The IFU also warns that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and a withdrawal rate other remarks: of 1 cm /second is recommended when sharp radii are encountered. A review of the device history records did not reveal any manufacturing related issues. The investigation found no evidence to indicate a manufacturing related issue. Based on the damage observed to the basket assembly and the time of occurrence, operational context caused or contributed to this event. No further action will be taken.